Manufacturer narrative:
The problem could not be duplicated during in-house investigation as analysis of qc test data doesn't show a performance issue with the sensor. The customer complaint was confirmed during review of the in-vivo data in the dms logs. The root cause of the issue (i.e. Noise on signal and reference channels) was also confirmed during review of the dms logs. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. As part of resolution, the RMA was authorized to offer the user a sensor replacement. D2: product code updated to qhj. D9: device available for evaluation? Yes, device received on 14 jan 2021. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 10. H6: investigation findings updated to 114. H6: investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On november 30th 2020, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.